Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03897. The pt reported a few weeks after undergoing an scs ipg replacement procedure, she experienced burning at her scs ipg pocket site. The pt also reported she experienced a "sputtering" sensation as well as intense pain before her scs system quit working and the pt has not used or charged since. Additionally, the pt is experiencing pain/discomfort at the scs ipg pocket site. Moreover, the pt is experiencing pain at her thoracic scs lead incision site. Subsequently, the pt would like her scs system explanted and is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.